Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The initial result was 0.147 miu/ml. The repeat result was 66237 miu/ml. It is not known if any questionable results were reported outside of the laboratory. The hcg + b reagent lot number was 61488801 with an expiration date of 31-jul-2023.

Manufacturer narrative:
Calibration was last performed on 09-sep-2022. The results were slightly lower than expected. Qc was acceptable. "Sample insufficient" and "abnormal sample aspiration" alarms were observed on the alarm trace data on the date of the event. These alarms can be indicators of poor sample quality. Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem.